Event description:
It was reported patient underwent rotator cuff repair procedure on (B)(6) 2012. During the procedure, the tip of the anchor fractured and remained in the patient.

Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to bending overload. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states "bending or fracture of the implant." This report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-02346).